Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified broken crease sharp on radius, creases fold, and stress marks. Base on the device analysis the final assessment is: a broken crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional reported right side rupture and pain. Healthcare professional also reported "implant sickness"; this is not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and pain. Healthcare professional also reported "implant sickness"; this is not device related. Device has been explanted.